Manufacturer narrative:
Section b5: correction: previous infection from over a year ago is reported under MFR #2916596-2020-04299. Most recent infection with staged debridement with omental flap is reported under MFR # 2916596-2020-04305.

Event description:
It was reported that the patient remained on an ungrounded cable as of (B)(6) 2021. A review of log files capturing data from (B)(6) 2021 to (B)(6) 2021 showed that driveline faults were still occurring.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: review of the submitted log files confirmed low speed events and pump stops while the patient was supported by the power module; driveline fault alarms were also captured throughout the log files. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6) , and the report of a recurrent driveline infection could not conclusively be established through this evaluation. A review of the submitted log file from (B)(6) 2020 through (B)(6) 2020 confirmed the report of low speed events and pump stops on (B)(6) 2020 while the patient was connected to the power module, along with elevated power as the pump attempted to increase speed back to the fixed speed. A silenced driveline fault alarm was also active during most of the log file. A review of the submitted log files from (B)(6) 2020 through (B)(6) 2020, (B)(6) 2020 through (B)(6) 2020, and (B)(6) 2021 through (B)(6) 2021 found that the pump maintained a stable speed above the low speed limit. A silenced driveline fault alarm continued to be active during most of the log files. There were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate ii lvas. Additionally, the heartmate ii lvas IFU and patient handbook both provide information regarding how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient has known short to shield previously reported under MFR# 2916596-2020-02267. Previous infection from over a year ago is reported under MFR# 2916596-2020-04287. Most recent infection with staged debridement with omental flap is reported under MFR # 2916596-2020-04285. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-04092. It was reported that patient was admitted for fevers. Patient states that the device had power spikes and flow spikes. Patient's history shows a continuous driveline fault and controller not alarming. Patient has a known short to shield . Patient has been accidentally put on a grounded cable that caused pump stops. All pump stops in the log files are on the grounded cable. Log file analysis captured constant driveline fault events and pump stop events. Pump stops were due to the use of a grounded cable and it appeared that the wire causing the driveline fault events may be totally broken. All power elevations were due to the pump trying to maintain speed from pump stop events while using the grounded cable. Pump power was at a baseline number when being supported with a no ground cable and battery power. Additional information states that patient has had intermittent increased powers and flows over the weekend, speed was increased last week sometime too. The log file analysis captured constant driveline faults, the data is consistent with what was seen with the last log file review on 11aug2020. A couple days ago pump powers were in the 7w range consistently but appear to be at a more baseline number of 5-6w as of this morning. Additional information states that elevated powers occurred when patient was put on grounded cable and the pump was trying to restart. These power elevations did not occur when pt was on battery or an ungrounded cable. Patient is fine ¿ receiving IV antibiotics of cefepime (2 grams every 8 hours indefinitely) and doxycycline (100mg twice a day indefinitely). Patient has a well documented driveline infection over a year . It is not a new infection, fevers are not new and reoccur frequently. Patient is ineligible for a pump exchange. If the second (backup) wire malfunctions the pump will stop and the pt will be medically supported. A staged debridement with omental flap with hopes that patient could come off antibiotics was attempted on (B)(6) 2020 but the infection came back. Per abbott engineers, the one wire is completely fractured causing the continuous driveline fault. There is no way to fix this except with a pump exchanged, and patient has already had the entire driveline replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed events and pump stops while the patient was supported by the power module; driveline fault alarms were also captured throughout the log files. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the report of a recurrent driveline infection could not conclusively be established through this evaluation. A review of the submitted log file from 08aug2020 through 11aug2020 confirmed the report of low speed events and pump stops on 10aug2020 while the patient was connected to the power module, along with elevated power as the pump attempted to increase speed back to the fixed speed. A silenced driveline fault alarm was also active during most of the log file. A review of the submitted log files from 14aug2020 through 17aug2020 and 01oct2020 through 06oct2020 found that the pump maintained a stable speed above the low speed limit. The driveline fault flag continued to be active during most of the log files. There were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 08jul2015. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate ii lvas. Additionally, the heartmate ii lvas IFU and patient handbook both provide information regarding how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information. Driveline repair is reported under MFR #2916596-2020-02267. Section g3: correction. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information received on 06oct2020, presents log file analysis which are filled with driveline fault alarms. Phase b continues to be the phased causing the driveline fault alarms. It appeared that the phase b has a conductor that is fractured. If the redundant conductor in phase b fractures the pump, then it will stop and may not restart. It also appears the driveline repair did not resolve the issue and the damage appears to be internal. There was no interruption in pump support throughout the log file.